Event description:
It was reported that when the IV shield was removed from the bd vacutainer® eclipse¿ blood collection needle before use, the safety shield also came off. The following information was provided by the initial reporter, translated from chinese to english: "before the collection, when the IV shield is removed, the safety shield came off together. Affect qty: 20ea+."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was observed during manufacturing of the product. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the IV shield was removed from the bd vacutainer® eclipse¿ blood collection needle before use, the safety shield also came off. The following information was provided by the initial reporter, translated from (B)(6) to english: "before the collection, when the IV shield is removed, the safety shield came off together. Affect qty: 20ea+."